Event description:
A physician reported that an opthalmic operating system would not emit the air from it during the fluid air exchange mode of surgery and system displayed an error message. The surgery was completed after repeated system restarts. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in section h.6 and h.11 service history was reviewed for the system. A service record relevant to the reported complaint was found. A service record (sr) was opened to address this issue and then was subsequently cancelled by the customer. Additional related information was not provided, to date. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).